Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 300mg/dl. Reportedly, the pump was now working as intended as per the customer and no customer declined additional troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.